Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, two curved openings, void >1 mm in non-textured, valve-to-shell-bond area. Leak test and microscopic analysis were performed which identified: a curved, striated opening on anterior side assessed as surgical damage, a curved, sharp opening on patch bond edge assessed as unidentified (tear) opening. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed. The result is no blockage. Based on the device analysis the final assessment is: a curved, striated opening assessed as surgical damage consistent with the use of some surgical tool. A sharp opening assessed as unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.